Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple related call service alarms. The pump successfully performed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the pump emitted call service alarms that would not clear. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).